Event description:
It was reported that after an implant, while the patient was still on the operating table, the right ventricular lead had diminished r waves in the range of 1.8-2.5mv. That patient was transported to the holding area and the lead was reinterrogated and continued to show low r-waves. The lead was repositioned and remains in use. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.